Event description:
It was reported that prior to surgery, it was discovered that the wires of the foot control device were exposed. There were no delays to the scheduled surgical procedure as an identical spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found that the cord was torn exposing the wires. Therefore, the reported condition was confirmed. The assignable root cause was deteremined to be due to mishandling, which is misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.